Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a solent omni thrombectomy system. The pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. Inspection of the device revealed that there were numerous kinks throughout the shaft with the shaft partially broken creating a hole and the hypotube broken 42cm from the strain relief. The hypotube fractures surfaces were ovaled, which suggests the device was kinked prior to separation. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on analysis completed 27 april 2018. It was reported that a check saline supply error message occurred and the device wouldn't prime. An angiojet® solent¿ omni was selected for a thrombectomy procedure in the left iliac vein. During preparation outside of the patient's body, the user was getting a check saline supply error message. The device would not prime and saline was observed in the pump. A new catheter was used to complete the procedure. There were no patient complications reported and the patient was stable post procedure. However, device analysis found a hole in the shaft and a break in the hypotube of the catheter.